Event description:
A surgeon reported that he could not obtain adequate fixation of the intraocular lens (iol) after the capsule ruptured. The incision was enlarged to accomodate removal of the iol and placement of anterior chamber lens. The association between this event and the intraocular lens is not known. Additional information has been requested.